Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to pocket infection. Following discharge, the device site began to drain and was painful. The patient underwent a pocket revision and drainage of the site and started with antibiotics. The product was explanted. There were no additional adverse effects reported.